Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was explanted due to oversensing and high out of range pacing impedance.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The conductor coil was found fractured 28 cm distal to the is-1 connector pin, which is assumed to be the root cause of the clinical observations. The damage most likely occurred due to mechanical stress in the implanted state. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.